Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation using an intellanav mifi open-irrigated ablation catheter they noted a leak in the tubing connecting to the catheter shaft. The leak appeared to be from the transition point between the irrigation for the shaft and the luer connection. They first disconnected and reconnected the irrigation fittings, however, the leaking persisted. They then exchanged the catheter and that resolved the issue. They were able to complete the procedure with the new device and without patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.